Manufacturer narrative:
Explant was reported due to thrombus. The investigation found that all three cusps contained calcifications. All three cusps also contained tears. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined, however the tears were all associated with calcifications.

Event description:
On (B)(6) 2017, a 29mm epic stented porcine heart valve w/flexfit system was implanted to the patient's mitral position. On (B)(6) 2019 a re-do mvr was performed due to thrombus, replaced with a magna mitral ease(by edwards lifesciences, size: unknown). The patient was reported to have had atrial fibrillation and had a pacemaker implanted. Reportedly, the patient contracted meningitis through nasopharynx, in which staphylococcus epidermidis was detected. However, healed endocarditis was not observed on the explanted valve itself. Follow-up checks after the initial surgery were performed in another hospital. Warfarin had been prescribed after the 1st mvr, but the prescription was changed to rivaroxaban (xarelto) at some point.